Event description:
The customer reported concern about the diathermy equipment being faulty. During a urogynaecology procedure, large loop excision, the pt's right vaginal side wall became traumatised" and required suturing to stop rapid blood flow. No other complications resulted. The cause was thought to be related to the diathermy equipment building up excess energy. Three incidents involving three pts are being reported, see MDR 1717344-1998-0003 and 1717344-1998-0004.

Event description:
The customer reported concern about the diathermy equipment being faulty. During a urogynaecology procedures, large loop excision, the pt's vagina required suturing to stop rapid blood flow. No other complications resulted. The cause was thought to be related to the diathermy equipment building up excess energy. Three incidents involving three pts are being reported.